Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had been experiencing high blood glucose levels. The customer also received a no delivery alarm the day prior and did a complete set change. The customer's blood glucose was 450 mg/dl. Troubleshooting was done. The customer expressed tiredness and thirst as symptoms of her high blood glucose. The customer had treated herself with a manual injection. Advised customer to run a manual prime, and insulin did exit the tubing. The customer stated that the cannula was neither bent nor occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer stated that she delivered a 3 unit fill cannula in the air, but no drops exited. Advised that the amount may not have been enough to see a drop. Advised a replacement insulin pump would be sent. Advised to call back if any other issues occurred in order to troubleshoot. Nothing further reported.